Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was noted throughout the dialyzer and within the threads of both header end caps. The returned sample was subjected to a laboratory leak test. An external leak was identified coming from the screw flange threading on the non-cavity ID end of the dialyzer. The leak occurred at approximately 15 psi. Although there was blood noted within the threads of both header caps, there was no leak from the cavity ID end. However, when there is an external blood leak coming from one header cap, the blood can pool on the rim of the opposite header cap (when the dialyzer is positioned vertically) and enter the threads. The dialyzer was then deconstructed for further visual evaluation. The dialyzer was confirmed to be assembled correctly (including the header caps and screw flanges). The o-ring was noted to be damaged. Under magnification (x30), a gouge measuring approximately 1.74 mm in length was noted on the o-ring. The gouge was located on the side of the o-ring seated against the polyurethane (pu) potting surface. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional event details were obtained during follow up with a registered nurse (rn) at the user facility. The rn stated the blood leak occurred approximately one hour into the treatment. Blood was seen leaking externally from the top of the dialyzer, where the end cap connects to the dialyzer body, and down the exterior of the device. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were also being used. A blood test strip was not used. There was no reported damage identified on the dialyzer. After the blood leak was identified, the patient¿s blood was returned and treatment was ended. The majority of the patient¿s blood was returned and blood loss was minimal. The estimated blood loss (ebl) was less than 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was reportedly available to be returned for a manufacturer evaluation.